Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50 ml ll contained foreign matter. The following information was provided by the initial reporter: "when opening the carton the customer realized there was a piece of this plastic sheet inside one of the syringes."

Manufacturer narrative:
H.6. Investigation: one sample and two photos were provided to our quality team for investigation. Upon inspecting the product, a brown fiber was observed inside the syringe. Using magnification, the fiber was identified to be carton fiber. A device history review was performed for the reported lot 1712243, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the root cause of this incident was determined to be improper cleaning of the area. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
It was reported that syringe 50ml ll contained foreign matter. The following information was provided by the initial reporter: "when opening the carton the customer realized there was a piece of this plastic sheet inside one of the syringes."